Event description:
The user facility in (B)(6) reported the vitrectomy cutter was not cutting properly at 5000 cpm. The cutter would not work when the cut rate was reduced to 1000 cpm. There was no impact to the pt.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2, see 1920664-2013-00254.